Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator passed the pre-use check. However it presents a problem connected to patient. It was also mentioned that this complaint is a possible duplicate of another one, but it is not possible to refer to which one. During a device history record on the unit's serial number for this complaint, no other complaints were found besides this one. There is no further information on how the problem was solved or if any parts were replaced. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).